Manufacturer narrative:
The customer reported discarding the analyzer, so a return could not be processed. Currently it is unknown whether or not the device may have malfunctioned, as the device was not returned. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that when conducting monthly quality control examination on their cardiochek plus analyzer, the device "got extremely hot". There were no allegations of patient/user harm. There were no allegations of incorrect results.